Event description:
Eight months after the procedure, restenosis was found in one of two stents that were implanted during the index procedure.

Manufacturer narrative:
As reported by the post market study 2000, this patient presented for elective treatment of a 54% de novo lesion in the proximal to mid left anterior descending artery (lad) of 16.2mm in length in a 2.42mm vessel diameter. The (b1) eccentric lesion was slightly calcified and tublar. Pre-procedure medications included aspirin 200mg/day and ticlopidine hydrochloride 200mg/day. Intra-procedure medications included heparin 5000u/day. The radial approach was chosen. Pre-dilation was conducted with a 2.5x20mm balloon at 6 atm before deploying a 2.5x23mm cypher at 16 atm. Then a 3.0x18mm cypher was deployed at the proximal end of the previous stent and overlapping, at 20 atm. Post-dilation was not conducted. Timi iii flows were recorded pre and post-procedure. Residual diameter stenosis measured 10%. Ivus was conducted. In addition, a lesion in the distal left circumflex was treated with a 3.0x23mm cypher stent at 20 atm. Post-procedure medications included aspirin 200mg/day for three months then revised to 100mg/day and ticlopidine hydrochloride 200mg/day for three months. Eight months later, follow-up angiography was conducted and 60% restenosis was observed just outside of the proximal edge of the proximally implanted cypher. The patient did not complain of chest pain. The cypher in the distal left circumflex was patent. To treat the restenosis, the lesion was pre-dilated with a 3.0x18mm balloon at 8 atm. Then a 3.0x18mm cypher was deployed at 20 atm, at the proximal end of the complaint product and without a gap. The residual stenosis measured 6%. The physician commented that the probable cause of this event might be the patient's diabetes medical history (such as dm). However, the obvious reason is unk. A female with a history of angina, diabetes, hyperlipidemia and breast cancer experienced a restenosis eight months post cypher stents implantations. The reason for the patient's initial admission to hospital was not reported; but an elective angiogram revealed lesions in the proximal to mid lad and distal circumflex. The patient's gender, advanced age and history put her at increased risk for mace. Pre procedure medications included asa and ticlid; while intra procedural medications included heparin. The performance or recording of acts was not reported. The proximal to mid lad was described as de novo, type b1, 54% occluded, 2.42mm in diameter, 16.2mm in length, eccentric, tubular and slightly calcified. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. The lesion was pre-dilated prior to the placement of a 2.50 x 23mm cypher stent at a maximum inflation pressure of 16atm. This was followed by the more proximal and overlapping placement of a 3.00 x 18mm cypher stent at a maximum inflation pressure of 20atm. According to the IFU, the rated burst pressure of the cypher stent should not be exceeded in order to prevent intimal damage or vessel dissection. The procedure was completed with a resultant timi flow of 3 and residual stenosis of 10%. No vessel and/or lesion characteristics were provided for the distal circumflex. It is not known if the lesion was pre-dilated prior to the placement of a 3.00 x 23mm cypher stent at a maximum inflation pressure of 20 atm. According to the IFU, the use of three or more cypher stents has not been clinically studied. The patient was later discharged on medication that inclued asa and ticlid. Eight months after the index procedure, the patient underwent a repeat angiogram that revealed a 60% restenosis at the proximal edge of the proximally implanted (3.00 x 23mm) cypher stent. The cypher stent in the distal circumflex was noted to be patent. The patient was asymptomatic and treatment was deferred at this time. The patient returned seven days later for treatment of this restenosis. This consisted of ptca and the placement of another cypher stent overlapping the most proximal one. The products remain implanted in the patient and are thus not available for evaluation. Restenosis is a known potential adverse event following stent implantation. According to the procedural physician, the probable cause of the restenosis is the patient's history of diabetes. There are patient, vessel and procedural factors that may have contributed to the event. The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Please note that this product, (cjs18300, lot no. I0105086) is not distributed in the united states. However, it is similar to the us distributed device, cxs18300.